Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the vibratory and audible alarms are not functioning. The reporter checked and they are both set correctly. This report is being made based on the alleged failure of both the audible and vibratory alarms.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on with functional audio and vibratory features. The pump cover was removed and no damage was found. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.